Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that users are able to log in, verified there are no disk space issues, and confirmed the device was communicating properly. The issue was believed to be rectified. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in. The customer reported that the station was experiencing low disk space, which prevented login. The customer restarted the device several times; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.